Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted for 9 years, 11 months underwent redo aortic valve replacement due to severe calcification, degeneration, and moderate to severe aortic stenosis. The patient presented with exertional dyspnea and chronic systolic/diastolic heart failure, nyha class 2. A 25mm 11500a valve was implanted in replacement. The patient tolerated the procedure well and was transferred to cvr in stable condition. The patient was discharged home on pod #8 in good condition.

Manufacturer narrative:
Updated sections b5, b7, and h6.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm aortic valve implanted for 9 years, 11 months underwent redo aortic valve replacement due to unknown reasons. Replacement valve is unknown.